Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the customer was disconnected from the pump at the time of the event in order to take a shower. It was indicated that the customer had manual injections as alternate insulin therapy available.